Event description:
N/a

Manufacturer narrative:
Trackwise (B)(4). Updated sections: g4, g7, h2, h6, h10 analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 through nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The incident happened during second part of the evh procedure which is the transection. When the cutter was connected to the hemopro extension lead through the hemopro power box. The cutter was activated without engaging to the activating toggle. The operator tried to trouble shoot by inspecting the device by checking the toggle and found the only way to deactivate was to disconnect from the hemopro power box/turn off. The or staff turn off and on the vasoview power box to recalibrate and changed the leads attached to the cutter. The issue was not resolve and they decided to open a new evh kit to continue the procedure. There was no issue encountered to the new kit used. They identified that the previous hemopro cutter was faulty. No harm done to the patient. It was noticed prior to the procedure.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.